Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported event of a cracked outer casing and loose top handle. The evaluation uncovered a low air pressure due to faulty air pump. Additionally, the front air pressure fluctuated when the air gauge wiggled due to worn out air joint unit, mount and socket connector. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that, the halogen light source outer casing was cracked, and the top handle would not secure. Upon inspection and testing of the returned device, it was observed that the power circuit front panel was broken. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number could not be confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, the root cause of the damage to the front panel could not be identified. However, it is possible the cause was related to a strong impact that was given to the front panel. Olympus will continue to monitor field performance for this device.